Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73k1900139 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that with this device we faced 2 different issues: whilst we tried to suture the skin: 1 staple was not fired. 2 staples were fired in the same time. Consequence: the nurse removed the staples and used another stapler. Additional information: the skin was damaged before applying staples; the skin was torn, removing and replacing the staples caused additional pain to the patient.